Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported that 3-4 months prior the patient went to the neurologist to get settings adjusted for the ins. The caller stated the neurologist told them the ins was turned off. The caller stated they were told the ins could be turned off while charging and recommended the patient check the ins occasionally with the patient programmer (pp). Additional information was received on 2019-jul-29 stating the ins had shut off when recharging and it had happened twice. The first time was (B)(6) 2019. The caller mentioned over the weekend the patient had a lot of twitching. No further complications were reported or anticipated.